Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument cable was damaged. The site replaced the instrument with a backup to resolve the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. This failure is attributed to a component failure. A review of the instrument log for the permanent cautery hook instrument (lot# n11200224 / sequence 236) associated with this event has been performed and no result was obtained. Procedure log information confirmed no procedure was performed on the reported event date of (B)(6) 2022 with system (B)(4). No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.